Manufacturer narrative:
Additional information was received that there will be no further course of action.

Event description:
A report was received that the patient's ipg was causing an irritating and itching sensation. The patient will undergo an explant procedure.

Manufacturer narrative:
UDI= (B)(4).

Event description:
A report was received that the patient's ipg was causing an irritating and itching sensation. The patient will undergo an explant procedure.